Event description:
The surgeon performed a refractive lens exchange od (right eye) on (B)(6) 2011. On (B)(6) 2011, a conventional hyperopic lasik was performed to treat residual hyperopic astigmatism. Surgeon indicated that he had problems lifting the flap and he ''tore the flap and it became macerated''. He continued with the excimer ablation. This resulted in haze, scarring and irregular epithelium. On (B)(6) 2012, the bscva was 20/40 (pre-op bscva was 20/20).

Manufacturer narrative:
Conclusion - the equipment was not evaluated after the reported event which occurred on (B)(6) 2011, due to the fact that it was reported to abbott medical optics (amo) (became aware) on (B)(6) 2012. The condition of the system (since the time of the event) will make the evaluation impossible. There is no indication that there is a direct link between the laser system and the reported event. Note: all pertinent information available to amo at the time of this report has been submitted.